Event description:
It was reported the pt underwent removal of the distal section of their intrathecal catheter due to infection. The pump was programmed to minimum rate as the existing proximal section of the catheter was ligated until the infection could be cleared.

Manufacturer narrative:
Used for catheter.